Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd intima-ii¿ catheter, the tubing broke and separated from the adaptor. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd intima-ii catheter, the tubing broke and separated from the adaptor. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that during the use of the bd intima-ii catheter, the tubing broke and separated from the adaptor. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. The batch record for lot#7356391 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Bd investigators determined that the root cause for this event is the rigidity of defective tubing can adversely affect the automated rejection system under the right circumstances resulting in the defective component being placed into the conforming material bin. Bd engineers are currently seeking ways to optimize the zone responsible for automated rejection of the effective tubing. Bd will continue to track and trend for this issue.